Manufacturer narrative:
The insulin pump passed displacement test, rewind, and basic occlusion test. The pump was received stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm confirm in alarm history screen. The motor was tested outside the device and passed. The motor may have had an intermittent failure not detected during our testing. There was no motion sensor test failure alarm noted. The pump had a scratched lcd window noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's mother reported via phone call that the pump had motor error alarm, motion sensor test failure alarm, and motor position encoder error alarm. The blood glucose at the time of the incident was 10 mmol/l. She states the customer had a motor error alarm. Troubleshooting reviewed the history and noted a motion sensor test failure, motor position encoder error and motor error. The customer was advised that the insulin pump will need to be replaced.